Event description:
It was reported during primary total hip surgery, the threaded portion of the inserter broke off in the shell. The surgeon removed the threaded part of the inserter from the shell, the shell remained implanted. No delay in surgery.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. A material analysis has been performed. The report concluded: ¿the threaded stud and shaft interface contained substantial deviations from the engineering design drawings. There was no evidence of press fit or cross pinning of the device. The length of the threaded stud undersized and an unidentified threaded insert component was observed within the shaft hole. It is possible this device may have been reworked.¿ the threaded stud (pn: 2101-0201 rev c) was returned disengaged from the universal impactor/positioner shaft. The distal end of the stud had a rough ground finish (figure 4) opposed to the satin finish on the proximal end. The threads throughout the stud contained small nicks with more severe damage on the distal end. No evidence of a cross pin or the associated hole was observed. Dimensional inspection: the device is dimensionally out of specification. The stud was threaded throughout its entire length rather than the proximal 0.25¿ specified on the drawing. Also, the length of the stud measured approximately 0.60¿, much less than the drawing specified 0.875¿. Functional inspection: not performed as the device was returned disassembled. Conclusion: the root cause of the event was determined to be a manufacturing non-conformance at the supplier (B)(4). The manufacturing process did not create the required press-fit assembly condition between the threaded stud subcomponent and the handle. Nc pr has been raised to further investigate the non-conformance.

Event description:
It was reported during primary total hip surgery, the threaded portion of the inserter broke off in the shell. The surgeon removed the threaded part of the inserter from the shell, the shell remained implanted. No delay in surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.